Event description:
(B)(4). Same case as MFR# 2134265-2009-04540. It was reported post a coronary artery stenting treatment procedure a patient death occurred. The target lesion was located in the left anterior descending (lad) artery. The target lesion 1 reference vessel diameter was 3mm and lesion length was 14mm. Pre-procedure was 100% stenosis and post-procedure was 5% stenosis. No information if direct stenting was attempted. A 3.0x16mm liberte stent was implanted. Due to a dissection an additional liberte stent was implanted. Target lesion 2 was located in the lad. The reference vessel diameter was 3mm and lesion length was 18mm. Pre-procedure was 65% stenosis and post-procedure 0% stenosis. No information if direct stenting was attempted. A 3.0x20mm liberte stent was implanted. Due to a dissection an additional liberte stent was implanted. The procedure was a technical success. The patient was discharged 8 days later without anginal complaints or silent ischemia. Discharge medication included asa 100mg daily/indefinitely and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.